Manufacturer narrative:
The hill-rom technician found the sidecom board had a short in it causing the failure. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2008. It is unk if the facility performed any other preventative maintenance on this bed. The service technician replaced the sidecom pc board to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the beds nurse call wouldn't call out. The bed was located at the account in the shop. There was no pt/user injury reported. (B)(4).